Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the bottom, rail, and pusher were detached from the cover block. The bottom, rail, and pusher were returned loose. There were 15 unformed staples that were also returned loose. It appears that the bottom was not properly welded onto the cover block, which allowed the rail, pusher and staples to fall out of the stapler. Nonconformance 100000395 has previously been opened by the manufacturing site as a result of this issue. It appears that the bottom was not properly welded to the cover block, which allowed the rail and the staples to fall out from the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue. The reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the bottom, rail, and pusher detached from the cover block. The bottom, rail, and pusher were returned loose along with 15 unformed staples. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. A nonconformance has been previously opened by the manufacturing site as a result of this issue.

Event description:
(B)(6) 2021, the staple was found loose after opening the package. Prior to the patient.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w 6/box lot# 73l2000556 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021, the staple was found loose after opening the package. Prior to the patient.